Event description:
Customer reported via phone call that they visited emergency room and was hospitalized due to high blood glucose level. Date of hospitalization was unknown. Customer's blood glucose value was 525 mg/dl at the time of the incident. Customer's current blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as fatigue, chest pain, shortness of breath, dizziness, heartbeat fast, confusion. The customer was treated with bag of sodium chloride, manual injection and the insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test. Insulin pump did pass the test. No further patient complications were reported. The device will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). The customer was hospitalized for alleged high blood glucose on (B)(6) 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged high bg's.